Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days post-operative of a laparoscopic robotic colon procedure converted into open due to a non-device related operating difficulty, and set off with a contour, the patient's condition deteriorated. It was found that the anastomosis where the device was used was about two-thirds open. Stool was in the abdomen as a result. The patient was re-operated on the same day. The abdomen was cleaned and supplied with vacuum-assisted closure (vac). The patient's hospitalization was extended. The patient was in hartmann situation and stayed in the intensive care unit. The patient has been back from the intensive care unit. Mobilization and cost structure for the patient currently going on. The patient has a good function of the colostomy which is believed to be a permanent colostomy due to the very deep anastomosis.

Event description:
According to the reporter, post-operatively of a laparoscopic robotic colon procedure converted into open and set off with a contour, the anastomosis where the device was used was about two-thirds open. The patient's condition deteriorated over the next few days. Stool was in the abdomen as a result. The patient had to be operated on again two days after the initial procedure. The abdomen was cleaned and supplied with vacuum-assisted closure (vac). The patient's hospitalization has been extended. The patient is currently in hartmann situation and is still in the intensive care unit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.